Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum with moisture) issue. It was reported that the display screen looked fuzzy and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: during investigation, visible moisture was found in the battery compartment, and on the display. The pump powered up to a normal resolution and contrast display. The leak test failed due to a leak from the display lens. The pump was opened to find moisture on the motor assembly.